Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that on two occasions, the duodopa shetty gastrojejunostomy tube was unintentionally pulled out of the patient, requiring the patient to be hospitalized to have a new line placed. There were no further injuries reported aside from the additional procedures.